Event description:
It was reported that the patient was getting infections. The patient was going to replace kit to see if that helps. No additional information provided. It was noted that the patient had been using the purewick products for more than 90 days. It was unknown if the device caused the infection and unknown what medical intervention was provided for the infection at this time.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿inadequate component(material) selection¿. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "discontinue use if an allergic reaction occurs. Not recommended for users who are experiencing skin irritation or skin breakdown in device contact areas". Replacing canister and tubing replace the canister and tubing for each patient per facility protocol or at least every 60 days, whichever is sooner. If you notice any of the following, replace immediately: ¿ canister or tubing has residual urine build-up ¿ canister or tubing appear cloudy ¿ canister or tubing appear discolored ¿ canister becomes cracked ¿ tubing becomes torn ¿ purewick¿ external catheter no longer securely connects to collector tubing failure to clean and/or replace accessories may affect the performance of the system. The useful life of the collection canister and tubing is 60 days." Corrections: b h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was getting infections. The patient was going to replace kit to see if that helps. No additional information provided. It was noted that the patient had been using the purewick products for more than 90 days. It was unknown if the device caused the infection and unknown what medical intervention was provided for the infection at this time.